Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, resistance was noted lowering the lever, but the lever was ultimately returned to the original position and was removed. No resistance was noted while removing the device. The sheath was upsized to a 14f, and the tavr procedure was completed. Post angiography, the lead tech broke the device at the proximal/distal guide junction to see if the device was intact; however, a foot break was noted. Additionally, an occlusion was noted in the proximal superficial common femoral artery site caused by the broken foot. A cut-down with surgical suturing were used to remove the broken foot, to treat the occlusion and achieve hemostasis. A clinically significant delay in the procedure or therapy was reported due to the occlusion and surgical cut-down that was performed. No additional information was provided.

Event description:
Subsequent to the initially filed report, the following information was received: reportedly, a cuff miss [suture retrieval issue] occurred. Resistance was noted when the attempting to remove the device. The lead tech then broke the device at the proximal/distal guide junction to remove the device and to see if the device was intact; however, a foot break was noted. The suture of a new proglide device was successfully pre-placed, and the tavr procedure was completed. Angiography confirmed an occlusion in the proximal superficial common femoral artery site caused by the broken foot. Vascular surgeon was called and a cut-down with surgical suturing were used to remove the broken foot, to treat the occlusion and achieve hemostasis. No additional information was provided.

Manufacturer narrative:
An analysis was performed on the returned device. The failure to cycle and material separation was confirmed. The difficult to open or close and the entrapment of the device are related to case conditions and cannot be replicated in a lab environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effect of obstruction is listed in the perclose proglide instructions for use, as a known patient effect of use with suture mediated closure device procedures. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported difficulties and the subsequent treatments appear to be related to circumstances of the procedure. In this case, it is likely the guide was broken (not separated) during advancement as the returned suture and needle tips indicate a bilateral cuff miss likely occurred. A broke guide would change the alignment of the foot to the needles causing the miss and/or inducing a needle strike which may separate the foot. The break could also change the position of the foot which may have caught tissue during closure inducing the difficulty to open or close. A broken guide and the caught foot would leave the foot open causing the entrapment. Further, manipulation of the device with the foot open can also separate the foot. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.